Event description:
A micro drill handpiece allegedly overheated during dental procedure. It was alleged that there was a patient burn injury resulting in treatment of antibiotic onitment, and application of heat.